Event description:
It was reported that the core impaction drill heated up during testing before a procedure. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disassembly the flex assembly on the motor cartridge was damaged.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that the core impaction drill heated up during testing before a procedure. There was no patient involvement or adverse consequences reported with this event.